Manufacturer narrative:
An investigation of the data log files was done and highlighted that the root cause of the incident is a residual software bug occurrence.

Event description:
It was reported that during pre operatively setting, the rosa software frozen and required a computer restart following a windows error message.